Event description:
Information received via a dbs clinical study report indicates that post dbs implant in 2006, repositioning of the leads occurred the next month and patient experienced altered mentation that may be due to drug regimen changes, slow dbs programming and probable surgical recovery. Prolonged hospitalization was realized for resolution of mental status changes, drug changes and monitoring for dbs stimulation. No report received of device explant and the product has not been returned to the manufacturer. Concomitant medications taken at the time of onset of the adverse event include: sinemet 25/250, sinemet cr50/200, entacapone, pramipexole, lisinopril, lovastatin, quetimipine, omeprazole, tamsulosin. The hcp reports the patient's condition has improved and returned to baseline and the patient was discharged from the hospital. Additional information received via dbs clinical study report shows retro reporting of patient sexual aggression during hospitalization. The next month the patient was re-admitted for device re-cramping, which was attributed to device off time, and resolution of patient sexual aggressiveness was noted. The patient indicated that they experienced an episode of night time wandering, disorientation and confusion. At the time of discharge the patient's condition of residual mild intermittent tremor, dyskinesias and baseline confusion presisted. Patient follow-up indicated improved motoric symptoms and good sleep. The hcp states the serious adverse event appears resolved.